Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the surface of the ultrasound transducer of the subject device partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The condition of the surface of the ultrasound transducer suggested that the reported event was likely to be caused by external stress. The external stress might have been applied by the user's handling. If additional information becomes available, this report will be supplemented.